Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 447 mg/dl, 473 mg/dl, 114 mg/dl, and 175 mg/dl. The customer did not provide the location where the discrepant results occurred. Customer states he felt dizzy and sweaty with these results (high blood symptoms). No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip lot number 549092, expiration date 08/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.